Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, oversensing and noise. The right atrial (ra) lead exhibited loss of capture, oversensing and noise. The leads were explanted and replaced. No patient complications have been reported as a result of this event.